Event description:
Information received indicates that the aortic valve was replaced when a post op tee showed a central jet. When explanted the valve had a tear in one of the leaflet cusps. The valve was replaced with another 21 mm mosaic.

Manufacturer narrative:
H3 analysis: a gross analysis of the returned valve shows the central jet is likely due to a large tear in the right cusp. Smaller oval tears above the large tear, along with tears in an adjacent area of the left cusp suggest the tissue was likely caught with an instrument. Radiography shows no mineralization in the valve. A review of the device history record shows that the product met all manufacturing specifications, includng multiple inspections, when released to distribution. Conclusion: an exact cause of the reported event cannot be determined. There has been no additional report of patient complications.